Event description:
Caller tested 4.9 inr and 2.1 inr on professional coaguchek xs system 1 while professional coaguchek xs system 2 read 2.3 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for professional coaguchek xs system 2. Reference medwatch with patient identifier (B)(6) for professional coaguchek xs system 1.